Manufacturer narrative:
Failure analysis noted that the pump had unresponsive buttons due to corroded keypad traces. The pump had cracked case display window corners and scratched lcd window. There was no moisture on the electronic and motor assemblies. There was no button error alarm. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was unknown at the time of incident. The customer stated that the pump alarmed button error. He stated that he came from outside and was sweating a lot while the pump was in his pocket. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.